Event description:
Customer reported that when an attempt is made to secure the enclosure shut, the teeth will not align. There was no pt incident or injury reported.

Manufacturer narrative:
Results - eval of the returned product found panel side a has an open slider on pt access and insert pin tape tear on the red mattress envelope zipper. Panel side b has an open slider and pull tab missing on a pt access and the mattress envelope is delaminated. Note: instruction for use states to never try to rip a panel open, as this may damage the access panel or the zipper slider by bending it open. If a zipper slider is damaged or if zipper teeth are broken or missing, the zipper may not close securely and the pt will be able to open the panel and fall. Never use the bed if a zipper slider is bent open or damaged, as this may prevent the zipper from closing securely. Never use the bed if a zipper slider is damaged or the pull-tab is missing or broken. (B)(4).